Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
On 05/20/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on 03/11/2019. A distributor contacted zoll to report that a patient had skin irritation described as an open wound which was rubbed open by the lifevest. The patient's nurse reported that the patient was no longer wearing the lifevest. The current medical condition of the irritation is unknown.